Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during step 9 remove cassette of treatment. The patient was not connected during the reported incident. It was note fluid leaked from the black pumps and fluid was discovered in the pump module area and on the external of the cassette. The patient noticed the cycler draining slowly and the patient line alarms occurred prior the fluid leak. The film on the back of the cassette was also noted to be loose. It was noted a draining slowly message occurred in drain 0 of treatment and a patient line is blocked message occurred in fill 1. The patient was advised to call their peritoneal dialysis registered nurse (pdrn) for alternative treatment following the reported event and to the the cycler air out over night. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarms and treatment was completed and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.

Manufacturer narrative:
Correction: h10 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during step 9 remove cassette of treatment. The patient was not connected during the reported incident. It was note fluid leaked from the black pumps and fluid was discovered in the pump module area and on the external of the cassette. The patient noticed the cycler draining slowly and the patient line alarms occurred prior the fluid leak. The film on the back of the cassette was also noted to be loose. It was noted a draining slowly message occurred in drain 0 of treatment and a patient line is blocked message occurred in fill 1. The patient was advised to call their peritoneal dialysis registered nurse (pdrn) for alternative treatment following the reported event and to the the cycler air out over night. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarms and treatment was completed and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during step 9 remove cassette of treatment. The patient was not connected during the reported incident. It was note fluid leaked from the black pumps and fluid was discovered in the pump module area and on the external of the cassette. The patient noticed the cycler draining slowly and the patient line alarms occurred prior the fluid leak. The film on the back of the cassette was also noted to be loose. It was noted a draining slowly message occurred in drain 0 of treatment and a patient line is blocked message occurred in fill 1. The patient was advised to call their peritoneal dialysis registered nurse (pdrn) for alternative treatment following the reported event and to the the cycler air out over night. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarms and treatment was completed and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.